Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the reportable malfunction was confirmed. The foreign material was identified as cotton that had clogged in the biopsy channel. The material might not have been removed because the user possibly could not perform reprocessing properly due to leakage from the biopsy channel, suction channel, and switch head. The event can be detected and prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had cotton stuck in biopsy tube while doing protein test. The issue occurred during cleaning. There were no reports of patient harm.